Manufacturer narrative:
The certas valve is not available for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a certas valve (ID 828810pl) was implanted in a 17 year old male patient on (B)(6) 2022. On (B)(6) 2022, the patient had an MRI. Immediately following the MRI the valve was checked with the certas manual verification tool. It was verified that the valve was set to settings 6. The patient was then sent to x-ray to confirm and it was confirmed that the valve was at setting 6. Then they reprogrammed the patient back to setting 5 and was confirmed with the manual verification tool and x-ray. It was stated that the patient did not experience any signs or symptoms of under drainage because of the higher setting. The valve remains implanted at the time of this report. The patient is doing fine with certas plus valve currently set to setting 5.